Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: 1st reading was 4.1; 2nd reading was 3.4; 3rd reading was 4.6. All results within 10 minutes. Normal therapeutic range: 2.0-3.0. Caller stated that they are sticking pt before "apply sample" message appears on meter screen and also "milking" pt's finger. Caller tested herself and got a nes error message.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st test inr = 4.1; 2nd test inr = 3.4; 3rd test inr = 4.6. Mean = 4.0; sd = 0.60; %cv = 14.9%. The %cv of 14.9% is less than 20%. The precision criteria are met. No product testing is required. Device was not returned for eval. Nes error occurs when there is not enough sample applied to the test strips to fill the test area, and/or strip channel is blocked. Improper user technique revealed at the time the complaint was reported. Caller was sticking pt before "apply sample" message and milking finger. Product deficiency not established. No further investigation required. On going trending shall be performed to determine if further action is warranted. No corrective action is required as no product deficiency was established.